Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, it continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4) initial.

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the patient was switched to a back-up freedom driver without any reported adverse patient impact.

Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. The customer-reported fault alarm was not confirmed. The driver passed all test sections and pressure performance metrics associated with normotensive and hypertensive settings. In addition, an extended observation run was conducted and the driver functioned as intended with no anomalies, alarms or unusual noises. The freedom home ac power supply that was connected to the freedom driver at the time of the customer-reported issue was also returned to syncardia for evaluation. Investigation testing determined that the ac power supply had an intermittent connection due to an inductor becoming partially disconnected from the circuit. While the root cause of the broken inductor is unknown, it is likely that the unit was subjected to rough handling or a hard impact which dislodged l3 from the printed circuit board. It is possible that the ac power supply was not properly charging the batteries during the customer experience; however, the driver functioned as designed by alerting the user with audible and visual alarms to batteries that were running low on charge. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the freedom driver exhibited a low battery alarm while connected to wall power. The customer also reported that the patient was switched to a back-up freedom driver without any reported adverse patient impact.